Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. The suture detached from the needle easily during continuous suturing. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.